Event description:
Procedure type: gastrectomy: post lap band removal. According to the reporter: the visualization was difficult and the anvil was difficult to mate to the instrument shaft. Once the anvil was attached to the instrument the handles closed, anvil tilted and it would not close properly. Surgeon removed the device and sewed the anastomosis adding twenty minutes to case.